Event description:
A stryker core impaction drill was sent in for repair due to overheating during a procedure; no adverse consequence was associated with the event. The procedure was completed with another device without any procedure delay.

Manufacturer narrative:
The device was received for analysis; overheating was duplicated during testing. Further investigation revealed a broken balanced rotor and core drive shaft. These parts were replaced and the device was repaired, cleaned, lubed, adjusted and returned to the customer.